Event description:
Information received from an article: ding d, starke rm, jensen me, et al. Perforator aneurysm of the posterior circulation: case series and reviews of the literature. J neurointervent surg. 2013;5:546-551. Three cases were described, in each case the patient suffered a subarachnoid hemorrhage prior to the procedure, and the aneurysms were not discovered on the initial vascular image. Out of the three cases referenced, only one case (case #3) had sufficient information that could be attributed to a particular procedure and product. Case #3: the patient presented with obstructive hydrocephalus secondary to intraventricular hemorrhage. An emergency external ventricular drain was placed and the initial cta (computed tomography angiography) and cerebral angiogram were negative. 1 week later the scans were still negative but on the 2nd week (3rd angiogram), a 1.5 mm [?] 1.9 mm aneurysm was revealed. It was arising from a proximal branch of the right superior cerebellar artery (sca). The aneurysm was too small to be coiled, therefore, they embolized along the parent sca perforating branch artery with onyx 34, without reflux into the main sca or basilar artery. Post procedure, the patient had a new right hemiparesis, rightward gaze deviation and dysarthria. The patient was immediately brought back to the angiography suite but no intraluminal filling defect was found. MRI showed an acute infarct of the left lateral pons, middle cerebellar peduncle and superolateral cerebellar hemisphere. This was most likely caused by the sacrifice of the perforator branch during onyx embolization. A ventriculoperitoneal shunt was placement for persistent post-sah hydrocephalus, and anticoagulation therapy was started for an occlusive lower extremity deep venous thrombosis. Subsequently an intracerebral hemorrhage occurred resulting in further neurological deterioration that required temporary intubation and placement of a gastrostomy. The patient was discharged with dysarthria, dense right hemiparesis from the initial ischemic infarct and mild left hemiparesis from the subsequent intracerebral hemorrhage. At the 22 month follow up, the patient's neurological status had only slightly improved.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).